Manufacturer narrative:
Evaluation summary: the versys im reamer was returned and reviewed. As returned, the reamer had fractured at one of the fluted recesses. A scanning electron microscopy analysis indicated a predominate cleavage fracture that appears to have occurred in overload. It is probable that the surgeon was leveraging with the instrument while reaming or typing to lateralize. Evaluation: device history records indicate device manufactured to specification.

Event description:
It was reported that as the surgeon was lateralizing down the femoral canal with the im reamer, the reamer snapped in half approximately at the 150 meter marker into the patient. The reamer was successfully received from the patient and there is no indication of harm or injury.